Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. Eval summary: the pt sought medical advice on (B)(6) 2010 where the surgeon reviewed the pt x-rays. The surgeon noted that the components were in the proper anatomical position and there were no signs of component loosening or lysis. The surgeon thought that the pt might just have mild groin pain. No add'l details regarding the root cause of the alleged pain can be added to the surgeon's assessment. The exact cause cannot be determined with the info provided. Eval: the mfg records of the stem were reviewed and found to be conforming, indicating that the device was mfg, inspected, and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is presenting with pain.